Event description:
The customer's daughter reported the customer lost consciousness and then when she checked the customer's blood glucose, she obtained a reading of 288 mg/dl on the customer's meter. The paramedics were called and tested the customer's blood glucose level obtaining a reading of 30 mg/dl on their meter. The customer was reportedly treated with intravenous medications and also with food and orange juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.